Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose between 14 and 16 mmol/l (252- 288 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
Investigation of the cannula assembly found no kinks or bents. The formed needle, soft cannula, and bottom housing were inspected for manufacturing irregularities that could result in pain during insertion. However, none were found. The downloaded data shows no timeouts or drive stalls occurred during the pod's run. Although there were no damages found to the components, the exact cause for pain during insertion cannot be conclusively determined.